Manufacturer narrative:
Investigation summary: since bravo delivery device system is not available for investigation the following investigation is based on accuview graph ( bravo procedure graph), DHR review, legacy formal CAPA investigation, product risk assessment and product IFU. Total time of study was 48 hours which indicates a performance of a full study (48 hours) and proper function of bravo recorder. The ph start with a normal value and around 11:50:43am of the study there is a progressive increase in bravo capsule ph signal above 8ph. If the ph is above 8ph this causing the appearance of blue lines on the graph due to out of range reading values. Bravo capsule ph high (above 8) values appear repetitively throughout the study. After reviewing all of the above and knowledge, the most probable root cause is the dry out of reference gel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the study was reviewed and it was noticed that he had high ph levels throughout the study. The patient did not report anything unusual during procedure. The capsule and recorder will not be returned for evaluation. It is unknown at the time if a repeat procedure will be necessary- the physician will decide. The last known patient status is that the patient was discharged to home post procedure. The patient and user did not experience any injury or harm due to the alleged device malfunction. No other known adverse events.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.